Event description:
Medtronic received a report that a pipeline flex pushwire rod was broken. The patient was undergoing surgery for treatment of an interlayer, unruptured basilar artery dissecting aneurysm with a max diameter of 5 mm and a 3 mm neck diameter. It was noted the patient's blood vessel tortuosity was normal. Landing zone was 2mm distally and 2.85 mm proximally. Dual antiplatelet treatment (dapt) was administered, platelet reactivity unit (pru) level was normal. It was reported that through the distal access guiding catheter, a guidewire was introduced into the left femoral artery to perform right internal carotid artery angiography, which showed that the posterior communicating artery was open and compensated, supplying blood to the basilar artery. Many large perforators were found in the proposed occluded segment of the basilar artery, so it was decided to perform flow diverter (fd) implantation to assist coil embolization. A non-medtronic micro-guidewire assisted non-medtronic stent microcatheter placement into the left posterior cerebral artery p2 segment, ready to deploy the stent pipeline flex. During the deployment process, the stent could not be opened and there was a problem with opening. The operator was ready to retrieve and deploy it again. During the retrieval process, the pushwire rod broke at the distal section (it was only retrieved once and removed from the patient). When the broken segment was retrieved into the deployment sheath with snare device, the guide wire and the stent broke. There was no friction or difficulty. The surgeon reported the event, and because there was no stent of the same size and model as the ped, a non-medtronic stent was selected, which was deployed via a non-medtronic microcatheter, and the micro guidewire was withdrawn. The same micro guidewire was used to assist in placing the echelon 10 coil microcatheter into the aneurysm. The micro guidewire was withdrawn, and seven coils were first filled. Considering the wide neck of the aneurysm, it was estimated that further filling of coils would protrude into the parent artery. It was ideal to fully deploy the non-medtronic stent so that the stent completely covered the artery. The guided catheter angiography showed that the aneurysm was raymond ii grade embolization, the coil and stent were in good position, the parent artery was unobstructed, and there was no obvious abnormality in the distal blood vessels. Considering that it would be difficult to fill the coil again, the operation was ended. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The pipeline was used for an indication that is approved (on-label). No patient symptoms or complications were associated with this event. Ancillary devices include 6f-da guiding catheter, 0.035" guidewire, asahi 0.014 micro-guidewire, xt-27 stent delivery microcatheter, lattice 2.9x30 stent, echelon-10 microcatheter, unknown coils.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that it was the distal section of the pipeline that did not open. The pipeline had not been placed in a vessel bend when it failed to open. There were no additional steps or other devices attempted to open the pipeline. It was clarified that the report of "when the broken segment was retrieved into the deployment sheath with snare device, the guide wire and the stent broke" was referring to the pushrod break. The cause of the pipeline failure to open and pushwire break was not determined.

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-78210), ruler 200cm (m-83361) as found condition: the pipeline flex embolization device was returned for analysis within shipping box; and within a plastic bio-pouch. Damage location details: no bend was observed on the pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The pushwire appeared to be broken at distal hypotube and the remaining segment was not returned for analysis. Therefore, any contributing factors could not be assessed. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex braid ends were found fully opened and damaged. No other anomalies were observed. Testing/analysis: the broken end was sent out for sem (scanning electron microscopy) analysis. Conclusion: based on the analysis findings, the pipeline flex was confirmed to have pushwire break/separation as the pushwire appeared to be broken at distal hypotube. Per the sem result, ¿the broken end failed via fatigue then overload¿. However, based on the analysis finding, the pipeline flex could not be confirmed to have failure/incomplete to open at distal as the pipeline flex braid ends were found fully opened and damaged. Possible causes include resheathing more than 2 times, high force delivery, over-manipulation, delivering/retracting delivery wire against resistance and damage braid. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.